Event description:
It was reported on (B)(6) 2023, the live screw missed the nail while the nail was put in. So, they had to remove it and remove the nail. In referring the new nail and other occurred lined up correctly. This report is for one (1)10mm/130 deg ti cann tfna 380mm/left - sterile for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: reporter is a j&j sales representative. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna nail body is heavily damaged/scratched, suggesting the drilling/reaming step failed the intended vector, however proper alignment is dependent of insertion handle system. Additionally, the distal lip/tab of the lock prong assembly can be seen broken inside the nail main body, the rest of the device was not received. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. A potential cause cannot be determined with the provided information, however proper usage of the insertion system can diminish the risk of failure. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the [tfna fem nail ø10 le 130° l380 timo15] would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a. Device history: manufacturing location: monument, manufacturing date: 30-jun-2021, expiration date: 31-may-2031, part number: 04.037.059s, 10mm/130 deg ti cann tfna 380mm/left ¿ sterile, lot number: 247p025 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 20191 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw missed the nail while nail was put in and had to be removed¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.